Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation confirms that the tip of the needle is broken, confirming this complaint. It has been identified that sometimes an anomaly in the expressew gun could cause needle breakage. From past investigations of similar failure modes, the needle could break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Break of the epressew needle, inside the joint during a shoulder surgery. During surgery, after clamping the third thread, it has been noticed that the needle was partially cracked and was stuck in the rotator cuff. Two threads were clamped in properly. While clamping in the third thread it was noticed that it did not pierce through. Taking a close look I (being sterile) realized that the needle was broken off. It was not possible to find out when the needle broke off. The surgeon clamped a new needle to complete the procedure. It is unknown if the broken needle fragment was removed from the patient.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Break of the expressew needle, inside the joint during a shoulder surgery. During surgery, after clamping the third thread, it has been noticed that the needle was partially cracked and was stuck in the rotator cuff. Two threads were clamped in properly. While clamping in the third thread it was noticed that it did not pierce through. Taking a close look I (being sterile) realized that the needle was broken off. It was not possible to find out when the needle broke off. The surgeon clamped a new needle to complete the procedure. It is unknown if the broken needle fragment was removed from the patient.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file thisinitial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
Break of the epressew needle, inside the joint during a shoulder surgery. During surgery, after clamping the third thread, it has been noticed that the needle was partially cracked and was stuck in the rotator cuff. Two threads were clamped in properly. While clamping in the third thread it was noticed that it did not pierce through. Taking a close look I (being sterile) realized that the needle was broken off. It was not possible to find out when the needle broke off. The surgeon clamped a new needle to complete the procedure. It is unknown if the broken needle fragment was removed from the patient.